Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturer representative regarding the patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the rep called to review a case that they have where the impedances were showing normal but the pt is not feeling stimulation on prog 4 at up to 8.5v. The rep stated that pt hasn't been feeling stim since the stg 2 implant where the ins was connected to the lead. Trial was good, pt felt stim at 1.9v, 210pw, 23hz. The rep spoke with pt and ran impedances and said that everything was "green" but they didn't have any impedance values to share. The rep requested a image of lead which looks to be in proper position compared to trial. The rep didn't see image of ins though. The hcp was requesting to bring new pt programmer to the next appointment. Technical services reviewed the following: 1) would not expect this to be a handset issue, 2) run impedances again but check each of them to get values with the other pairs., 3) run a program on cycling to see if they can see bellows or toes as they didn't run that t est in the or for stage 2. On 2022-mar-17 additional information was received from the rep and hcp: the patient is being scheduled for a lead revision, per the instructions of the physician.

Manufacturer narrative:
Concomitant medical products: product ID 978b133 lot# (B)(4) implanted: (B)(6) 2022. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient just received implant yesterday and since then hadn't felt stimulation. They said that the manufacturer representative (rep) checked all programs in the recovery room and patient wasn't feeling stimulation on any of them. The rep mentioned it could be related to the anesthesia and will be following up. Patient services agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the reason for the lead revision had been due to lead migration and a lack of stimulation since the stage 2. Removal/replacement surgery had taken place (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 978b133; lot# va2hlv6; serial#; implanted: (B)(6) 2022; explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot#: va2hlv6, implanted: 2022 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the physician determined from x-ray that the lead had migrated and will do a lead revision in the future. The revision date is still not determined. There was not an issue during stage 2, and showed no impedance when checked prior to closing.